Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, when saline solution was infused, leakage was found from the connection between the catheter connector and the catheter. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6), 2022. On (B)(6), 2022, when saline solution was infused, leakage was found from the connection between the catheter connector and the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample and the catheter was assembled with a two-piece connector. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from beneath the connector strain-relief sleeve. Following disassembly of the connector, microscopic inspection of the catheter shaft revealed a split which appeared to correspond to the end of the metal connector cannula. The fracture surface was granular and exhibited coarse striations. Catheter deformation was observed in the vicinity of the split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. The fracture location and features, catheter deformation and tensile weakness were consistent with damage caused by contact between the catheter and the connector cannula. Such damage can occur if the catheter is crooked or bunched on the cannular during connector assembly. H3 other text : evaluation findings are in section h.11.